Event description:
Healthcare professional reported "deflation" and "lump". Later, healthcare professional reported "patient has no lump". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: the device related to the reported events of deflation and capsular contracture was received on jun 01, 2026, with catalog number mcghan330cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - deflation: observed two openings through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed broken and missing of plug strap also observed creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "deflation" and "lump". Later, healthcare professional reported "patient has no lump". Later healthcare professional reported "problematic implants" and "rupture". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "deflation" and "lump". Later, healthcare professional reported "patient has no lump". Later healthcare professional reported "problematic implants" and "rupture". Later healthcare professional reported "capsular contracture baker grade IV". This record is for the right side. Device was explanted.